Event description:
It was reported that an issue occurred with 8100 when performing preventive maintenance using the alaris maintenance software. During the occlusion pressure check, the pressure rises to around 6.7, then slowly drops back to 4.3 or so, then slowly back up to 6.7, then slowly back to the low 4¿s. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.